Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and identified the failure mode as a bent mix bar. The fse also observed misalignment of the reagent probes. The fse realigned the reagent probes and replaced the bent mix bar to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous patient results for multiple analytes and erratic quality control (qc) for glucose, blood urea nitrogen, uric acid and phosphorus on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not specify which analytes were affected and did not provide patient data or demographics.